Event description:
Customer's mother reported that customer's insulin pump alarmed no delivery during a bolus delivery. Customer's mother declined troubleshooting for no delivery alarms. She was advised to call when issues arise for troubleshooting. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.